Event description:
N/a

Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields:h6(problem code). The device was returned to the factory for evaluation on 03/28/2025. An investigation was conducted on 04/01/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact deployed aortic cutter. The cutter blade was observed to be deployed properly with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000383308 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm) (hsk-3043), the punch protruded further from the tip than normal, and the button part was also pushed further back than normal. The procedure was completed without issue, and there were no adverse effects on the patient. There was no procedural delay.